Manufacturer narrative:
No product samples were returned for investigation, however, an embedded photograph was returned showing a b33213 product assembly in the gloved palm of a hand. There were no visible leaks, anomalies, or damage observed from the photo. The complaint cannot be confirmed from the photo returned. The device history record review could not be conducted because the lot number is unknown.

Event description:
The complaint/event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31ml, smallbore pressure infusion (400psig) ext set w/remv microclave®, purple clamp, rotating luer, non-dehp tubing. The device was reported to have leaking components. There was no report of human harm as a result of this complaint/event.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.